Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the inspection records found no manufacturing deviations or rejections. The provided lot number (B)(4) indicates the product was manufactured in 2005. A previous investigation found a review of the agile system found this product had been identified as a single use item. Since the provided lot number indicates a 2005 manufacture date, it is unknown if this sample was used more than once. The complaint is non-verifiable and the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Drill bit broke off and was left in the patient due to the inability of the surgeon to get it out. This also caused a 30-minute surgical delay.